Manufacturer narrative:
No cracks on reservoir tube window, however multiple scratches on reservoir tube window noted. The insulin pump had a stained keypad overlay, cracked case at display window corners, stained end cap sticker and slightly stripped battery cap coin slot noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had cracks on the display and the reservoir window. Key sheet and the battery cover were damaged and the logo was discolored. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.